Manufacturer narrative:
Concomitant medical device: 509252 lead, implanted (B)(6) 2001; fr99525 tissue valve, implanted (B)(6) 1999.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. The lead remains in use. No patient complications have been reported as a result of this event.